Event description:
It was reported that the patient's right ventricular lead exhibited increased pacing impedance. Upon review, increased capture threshold was also noted. An issue with the patient's myocardium is suspected to be affecting the threshold. The right ventricular lead impedance was reprogrammed. The patient was stable and will be monitored.